Event description:
Patient reported left side pain, hardness, able to feel a knot or cyst and a implant exchange from textured to smooth due to the patients concerns with the product. Additionally, healthcare professional confirmed and reported nodule. The event of cyst is not related to the device. Later, healthcare professional confirmed textured to smooth due to the patients concerns with the product and capsular contracture baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.